Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device shredded patient's skin during surgery. In a follow up, customer stated that the device has not been serviced in many years. There was no patient harm or delay and no additional graft was taken. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, d10, g4, g7, h2, h3, h6, h10. On (B)(6) 2018 , it was reported that the device shredded the patient¿s skin during surgery. On (B)(6) 2018 , it was clarified that the issue occurred on (B)(6) 2018 . The event was not identified after a recent purchased or repair. The device has not been serviced in many years. There was no medical intervention or additional surgical procedures required. There was no harm or injury associated with the failure. Another device was not used to complete the surgery. There was no extension or delay to the procedure. The surgical technique was followed. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired evaluated meshgraft ii serial number (b0(4) once as documented in the repair reports in livelink. The last repair was (B)(6) 2010 where it was reported that the device needed repaired and the cutter, ratchet, roller and damaged hardware were replaced. This is not a related issue. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the meshgraft ii by zimmer biomet surgical on (B)(6) 2018 revealed that the ratchet had visual damage, but functioned as intended. The handle, bottom plate and side plates were all scratched and nicked. The ratchet was hard to set on and off the device. The device produced a passing sample graft mesh. Repair of the meshgraft ii was not performed by zimmer biomet surgical since at the time of this investigation the customer has not made a decision on the repair quote. The reported event was non-verifiable since during initial inspection the device produced a passing sample graft mesh. The root cause of the device shredding the patient¿s skin cannot be specifically determined with the provided information since during initial inspection the device produced a passing sample graft mesh. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.